Event description:
Pt had the star ankle poly core exchanged during a procedure to address loose talar component.

Manufacturer narrative:
Visual examination showed the poly core showed little wear. No dimensional evaluation done, as there was no concern over device performance. Device replaced as matter of opportunity secondary to the procedure to address loose talar component.